Event description:
Manufacturer received a report from a family alleging the patient cut leg, on the pin that locks the legrest on, while being transferred from the bed to the wheelchair. As a result of the injury the pt received stitches.